Event description:
On (B)(6), 2012, the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the reporter for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The reporter reported the alleged issue began approximately 2 weeks ago prior to contact lfs. As part of the patient's diabetes regimen, the reporter indicated that the patient is on pills with diet/exercise. At the time the alleged issue began, the reporter indicated that the patient denied taking any action regarding her diabetes regimen. Prior to the start of the alleged issue, the reporter stated the patient was experiencing symptoms of weakness and nausea. On (B)(6), 2012 at about 3pm, the reporter indicated the patient was hospitalized; however it is not known what kind of treatment the patient received. It was noted that at the time the patient was hospitalized she was prescribed oral medications of metformin (850mg, 2x/daily) and "gliperide" (10mg, 2x/daily). According to the reporter, there was no other blood glucose device used at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, and the correct test strips were used. The alleged issue was resolved with training. Replacement products were sent to the patient. Since the mss was not able to obtain additional information from the patient or the reporter, this complaint is being reported because the patient's reporter claims the patient was unable to test her blood glucose due to the reported issue and allegedly received medical treatment from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.